Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: the needle broke off in the device and was unable to be removed. There was also difficulty unloading and loading. A new device was opened to correct the product problem. There were no patient issues.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one endo stitch device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A broken needle was found in the jaw of the instrument. The broken needle was broken at the swage. The jaw gap was measured and met specification. Witness marks on the bevel wall were observed, along with sheering on the toggle switches. The broken needle was removed from the jaws of the instrument. The instrument was then loaded with a needle from pmv inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file was concluded to be a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).